Event description:
It was reported that the surgeon inserted an aa4204vf silicone single piece lens. The lens was removed during the same surgery due to the eye would not support the lens. The incision was enlarged to remove the lens and a three-piece lens was implanted. Sutures were required to close the wound. The reporter stated, it was unk why the eye would not support the lens. No vitrectomy was performed. This facility uses a competitor's phacoemulsification system.

Manufacturer narrative:
Evaluation results - a visual inspection of the returned product found no visible damage to the lens. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint was found. Conclusions: based on the complaint history, the work order search and the evaluation of the returned and no similar complaint was found. Conclusions: based on the complaint history, the work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.